Event description:
This is an adverse event reported as part of the b-500 (B)(6) patient registry. Patient had barrett's esophagus with intramucosal cancer. Endoscopic mucosal resection was performed for removal of the tumor and staging. Focal ablation was performed after healing of emr. A moderate stricture was noted one month after ablation. This was dilated successfully in one session with alleviation of symptoms. The physician indicated that the severity was moderate, relationship to device probable, and there was no device malfunction.